Event description:
The patient had 2 good years with her primary left hip and then she began experiencing pain. The surgeon took x-rays which looked did not reveal any issues. The patient continued to have pain so bloodwork was run and it was determined that there were high levels of cocr in her blood. A revision surgery was immediately scheduled. After the revision surgery the doctor noted that the patient lost a lot of muscle. The patient can no longer walk without some sort of assistance, i.e. Cane, walker and possibility of a wheel chair in the future. The patient's primary right hip has no issues.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown head. Should additional information become available, the evaluation summary will be submitted in a supplemental report.